Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the us FDA issued to sorin biomedica crm (dated 10/29/09), sorin is filing this MDR at this time. (B)(4). Conclusion: the lead, as received, conforms too all electrical specs, and the function of the fixation mechanism conforms to established specs. The analysis concludes that the cause of the issue, as described by the physician, is most likely associated to the damage sustained at 244 mm from the connector pin. The characteristics of this damage suggest that it was caused by a tool such as pliers/forceps. This damage is not attributable to a mfg defect, since there are controls in place to disallow such defects.

Event description:
Reportedly, the subject lead was placed into position uneventfully. However, measurements were taken, which revealed a problem with the lead: no bipolar stimulation, no bipolar sensing, but sensing in unipolar configuration were possible. The subject lead was removed for analysis.